Manufacturer narrative:
The doctor reported that the implant was removed 6 years after implantation due to fracture. No additional patient complications were reported. The implant was returned to the manufacturer for evaluation. Unp implants are indicated for use at central and lateral incisors only. The manufacturer's invesigation established that the device was misused by implantation in the premolars region. Manufacturer's trend analysis shows that implant failure is a low rate adverse event, which is common for endosseous dental implants in clinical use.

Event description:
Dental implant failure.